Event description:
As reported, during test with this fogarty catheter, the balloon burst. There was no allegation of patient injury. Patient demographics have been requested. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. The balloon was found to be ruptured, ruptured part was not returned. Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on further engineering investigation, the units go through balloon and winding inspection as part of the manufacturing process. Additionally, a pra has been generated. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.